Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported to emergency department with altered mental status. Patient was transferred to inpatient hospital. Testing showed symptoms likely due to eeg-negative seizure. Discharged on (B)(6) 2024. Possible seizure or serotonin syndrome related altered mental status.

Manufacturer narrative:
This event is no longer a reportable event. There was no reported device malfunction and the event was not associated with the medtronic device or the index procedure. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received updating the adverse event to confirm seizure. Per hospital discharge note: ¿patient presented with report of staring spells and subsequent altered mental status and confusion. Labs unremarkable. Continuous eeg showing slowing but otherwise unremarkable. Patient improved on ativan trial and subsequent oxcarbazepine initiation. MRI showing r mesial temporal flair hyperintensity abutting a cavernoma. Presentation concerning for new seizure in view of history, exam, MRI and risk factors. She returned to baseline after 24 to 48 hours on oxcarbazepine 150 mg twice daily." The patient was discharged with antiseizure medication prescribed. The patient outcome/status was updated to recovered/resolved as of 20-jul-2024. The site assessment concluded the event was not related to the implanted pipelined device or the procedure and but could possibly be related to the patient disease under study. This event is no longer a reportable event. There was no reported device malfunction and the event was not associated with the medtronic device or the index procedure. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline experienced an altered mental status possible due to a seizure. The patient was being treated for a left c6 ica sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 5 mm, dome height 4 mm, dome width 3.1 mm and neck size 2.8 mm. The parent artery diameter distal to aneurysm was 4.1 mm. Parent artery diameter proximal to aneurysm was 4 mm. Significant stasis and complete neck coverage was noted at the end of the procedure. Post implant the aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The access vessel was the radial right rist was used. The patient was hospitalized from (B)(6) 2024 through (B)(6) 2024. The patient was not related with a surgical procedure. It was noted that the patient received 150 mg and 300 mg oxcarbazepine orally. The patient recovered/resolved. The adverse events (ae) was possibly related to the disease under study which resulted in a new or worsening of existing neurological deficit. The patient reported to ed with altered mental status. The patient was transferred to inpatient hospital. Testing showed the symptoms were likely due to eeg-negative seizure. The patient was discharged on (B)(6) 2024. The subject had index procedure (B)(6) 2022. The study device was successfully implanted in the subject. Wall apposition was achieved. The side branches (ophthalmic) were covered by the pipeline. No device flattening or twisting was noted. Ancillary devices: guide catheter rist radial access 071 other: rist sim 2, intracranial support catheter phenom plus; other: aristotle 18, microcatheter used medtronic phenom 027.